Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 600+ mg/dl. Customer had 3 no delivery alarms prior to hospitalization. Customer was hospitalized for diabetic ketoacidosis and high readings. Customer was treated with syringes and glucose pens. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was returned for analysis.